Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-06283. It was reported the patient experienced ineffective stimulation due to lead migration. Subsequently, the scs lead was explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.